Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's black cable was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the black cable was frayed. The cable was not disconnected temporarily. There were no signs of thermal damage. There was no arcing as surgery had not started yet.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.